Event description:
Hosp reported "pt had right total hip in 08/00 & has had groin & buttock pain since. X-ray shows loosening of cup pt was admitted for revision of right total hip. The femora head comp & the acetabular comp were removed & replaced."